Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap had stripped threads and an area of the pump casing other than the battery compartment or cartridge compartment was damaged. The alleged issue could not be resolved with troubleshooting. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 9/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/22/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and had stripped threads. The investigation revealed that the returned battery cap¿s contact height was out of specification. The returned battery cap also had stripped threads and a missing o-ring and could not be tightened onto a test pump. A test battery cap was used to complete the investigation and it kept spinning while the investigation attempted to secure it to a pump. Unrelated to the initial complaint, the investigation revealed that the display was dim and discolored.